Event description:
It was reported that before use, one unit of revaclear 300 "came out of the box wet". It was further reported "has screw or metal in the header, a silver curvy metal that rattles". There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Product code 114745l and product name revaclear 300 migrated. H10: the actual sample and photos were provided for evaluation. The dialyzer was tested for an external fluid leak and there was no external leak found from the dialyzer, however a metal screw was observed inside the header cap of the dialyzer which was blocking the port and making priming difficult. This was found to be from the ultrasonic welding area where the header cap is placed on the dialyzer. The screw was not found to be fitted in correctly and fell into one of the header caps before being welded on. Once the screw fell into the header cap, the dialyzer was welded, causing the screw to be stuck inside the dialyzer and header cap. The cause is manufacturing process related. The photo was visually inspected and the dialyzer was observed to not be connected to any tubing used in patient therapy and was out of the package. There was a visible metal component inside the header cap of the dialyzer. The reported condition was verified. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.